Manufacturer narrative:
Device evaluation: product evaluation found that the lens was returned dry in case/vial. There was clear surgical residue/debris on product. Visual inspection found the lens to have no visible damage. (B)(4).

Manufacturer narrative:
(B)(4). Lens not returned.

Event description:
The reporter indicated that the surgeon inserted a 13.7mm vicmo13.7 implantable collamer lens, -08.00 diopter, in the patient's right eye on (B)(6) 2016. The lens was explanted on (B)(6) 2016 due to excessive vaulting. The lens was exchanged for a shorter lens and the problem was resolved.